Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was performed to treat a moderately calcified, mildly tortuous, and 70% stenosed left anterior descending artery. As the physician opened the housing, it was observed the proximal struts of the xience sierra 2.5 x 23 drug eluting stent (des) were noted to be deformed. The physician did not even get past the hub so it didn't go into the catheter. Therefore, the des was not used and was replaced. There was no clinically significant delay in the procedure. There were no adverse patient effects. No additional information was provided. The returned device analysis also noted the balloon was partially inflated.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material deformation was confirmed. The reported difficult to advance could not be tested due to the device condition. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.b5: the following statement has been removed: the returned device analysis also noted the balloon was partially inflated. H6: medical device problem code 1310 removed.

Event description:
Subsequent to the initially filed reports, it was reported that the distal part of the stent was faulty. No additional information was provided.